Event description:
The caller alleged discrepant results when compared with the lab. Reported results are: date 3/8, 3/10. Inration 2.2. Lab (dose adjusted), >9.5 pt. Hospitalized for pain. Frozen plasma and 3 units of blood given. A new meter was sent to the customer. Reported results are: inratio 2.3. Lab 4.3.